Event description:
A caller reported that the quick bolus and wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The caller did not provide further information and declined additional troubleshooting with customer support.